Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: (B)(6) 2020. H.6. Investigation summary fifty 10ml syringes were received and visually evaluated. Most of the syringes were observed to have parts of the print swollen or smeared, making it illegible. The areas affected were around 7ml and 9ml or parts of the sterile water wording print. The condition observed was rejectable per product specification. A device history review was conducted for lot number 0055331. The potential root causes identified for the smeared print defect: 1. Premature swelling of the pad roll, causing it to contact the ink tray and drag the print before it is transferred onto the barrel. 2. Failure to follow procedure by not ensuring proper ink viscosity. 3. Failure to detect error during documentation review at batch release. Corrective actions include: 1. A quality alert communication was sent to manufacturing leadership and all technicians for awareness. 2. Manufacturing and quality associates will be retrained on proper procedure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
(B)(4). The following information was provided by the initial reporter: it was reported that the syringes were found to have illegible print.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use 305,948 syringes were found to have illegible print with a bd syringe 10cc s/t wos sterile water bns. The following information was provided by the initial reporter: it was reported that the syringes were found to have illegible print.